Event description:
A depuy mitek sales representative is reporting a surgeon contacted him to report that an expressew needle broke and fell off into the pt. The broke piece was retrieved and there were no adverse effects to the pt.

Manufacturer narrative:
The complaint device is not being returned, however, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Outside of these hypotheses and consideration, no conclusions can be drawn. When the complaint device is received here at depuy mitek, it will be subjected to a root cause analysis. If the analysis identifies any definitive root cause, a follow-up report will be filed.